Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a theranova 400, an external fluid leak from the dialyzer connect port was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. H10: the actual device was not available for evaluation, however, pictures were provided for evaluation. Only a small part of the product label was visible. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.